Event description:
Philips received a complaint on the intellivue mx700 patient monitor indicating that the machine did not alarm when the patient was de-sating. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
No technical support was provided. The telemetry technician confirmed that the issue was resolved by the biomedical engineer. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The issue was resolved by the biomedical engineer.